Event description:
It was reported by the patient that they were experiencing chest pains, high blood pressure and their implantable pulse generator (ipg) wasn't feeling right. The patient stated that their son fell onto their chest and now believes there is something wrong with the ipg. As well, the patient stated that the heart rate seems incorrect for how their device is set. Follow up was conducted to no avail. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.